Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator (ICD) that had a crosstalk episode. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.